Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tips moved initially to the closed position then would not open again when attempted to be used during a vitrectomy surgery. An alternate pair of forceps were obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The received forceps sample was found in the outer blister including the cover foil. The sample is very bent and surgery residuals were visible. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps shows surgery residuals and the grasping arms are very bent. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause for the reported issue. The root cause for the reported event could not be determined conclusively due to the insufficient sample. A manufacturing or design related root cause for the damage of the complained device could not be identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).